Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at .2498-.0060 mg/day) via an implantable infusion pump. The patient had a medical history that included: diabetes type 1 (insulin), chronic back pain and failed back surgery syndrome. It was reported that since implant the patient has had consistent vomiting and was experiencing urinary retention. A factor that may have led or contributed to the issue was a reported fall that occurred a week ago. It was noted that the patient was an inpatient in the hospital and that the pump was put into minimum rate mode. No surgical intervention was planned at the time of this report. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.